Event description:
I am writing on behalf of (B)(6). To inform you that we have received a set of user reports that appear to have been misattributed to our company. An intended graft was implanted appropriately into the patient's aortic area to repair an aaa. A surgical complication occurred where a portion of the graft became dislodged and traveled down to the knee area. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).